Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement of clip opening during establishing final arm angle/efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. The first attempt to establish final arm angle (efaa) was successful, but after removing the lock line and performing the second efaa, the clip opened with an arm angle of about 8-10 degrees. The clip attempted to be reclosed, but the arm angle remained the same. The clip was deployed on the leaflets and remained stable. Two additional clips were deployed to further reduce mr. The procedure was complete with a final mr grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.